Manufacturer narrative:
Returned device was received in fair physical condition. It was noted that the pump had a damaged with damaged lens loose ail sensor and the dso seal bubbled. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the issue. The keypad passed all testing and the unit stopped when told during testing. The reported complaint was unable to be duplicated. There was noted physical issues with the pump however, the pump was fully functional during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement, the issue was found while attempting to complete a preventive maintenance service. Reporter also provided clarification of the reported issue stating that the pump went over the pressure range and did not alarm but kept infusing.

Event description:
Information was received indicating that a smiths medical cadd solis pump kept infusing when trying to stop. There were no reported adverse events.